Manufacturer narrative:
Technician found the hydraulic valve inoperable. The technician replaced the hydraulic valve to resolve the issue.

Event description:
Technician alleged that the head section of the bed would not raise. No pt impact.